Event description:
The pump was returned for investigation. Investigation revealed moisture corrosion and an internal component failure. This report is made based on results of investigation completed on 12/16/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/16/2013 with the following findings: during evaluation, the battery cap and compartment showed evidence of moisture corrosion. Additionally, a pin of a component on the internal circuit board was found to be damaged. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).